Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of failed accuracy testing was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as an over infusion as the device failed testing with an error percentage of 14.70%. The cause of the condition was a defective mechanism. The mechanism is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the volume accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.